Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Neuropace was informed that the treating center performed a wound revision to treat an infection of the implant incision site. During the revision procedure, the rns neurostimulator was replaced as part of the treatment of the infection. Diagnosed as a superficial incisional infection., no other information was provided by the treating center.